Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the tube clamp was broken at the bottom. There were no reported adverse consequences to the pt.

Manufacturer narrative:
The reported complaint was confirmed. The field service rep (fsr) replaced the tube clamp assembly. This known issue is currently being investigated or has been investigated on a recall. No add'l action will be taken at this time.